Manufacturer narrative:
Pharmacovigilance comment: the serious, expected events of infection, cellulitis and necrosis were considered possibly related to the treatment. The non-serious, expected events of erythema, pain, swelling, mass, induration, discharge, purulent discharge, bruising, blisters, and discoloration were considered possibly related to the treatment. The non-serious, unexpected events of depression and malaise might be related to the treatment and secondary to the other adverse events. Serious criteria of probable permanent damage (from facial scarring) and multiple necessary treatments to prevent progression of the infections and permanent damage. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive action will be initiated. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14879. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to (B)(4) quality management system.

Event description:
Case reference number (B)(4) is a spontaneous reports sent on 31-may-2017 by a nurse practitioner concerning a (B)(6) female patient with fitzpatrick skin type iii-IV and a follow up questionnaire report received on 26-july-2017. A duplicate (case (B)(4)) was received on 15-jun-2017 from the patient with the follow up report received on 25-jul-2017 and 01-aug-2017, which was merged with case (B)(4). This case was initially assessed as non-reportable, however with the information received on 25-jul-2017 the case was upgraded to reportable. The patient reported a medical history that included a mold allergy. The nurse practitioner reported the concomitant medications as klonopin [clonazepam], 0.5 mg taken at night. The patient reported she was previously injected with 1.0 ml of restylane-l on (B)(6) 2017 to the cheeks and tear troughs without any adverse events. The nurse practitioner made no mention of previous filler injection on that date. On (B)(6) 2017 the patient stated she went back to the injector on (B)(6) 2017 for additional work on her frown lines but was told she needed more filler in her cheeks by the injector. On (B)(6) 2017, the nurse practitioner reported the patient received treatment with 1.0 ml of restylane-l (lot 14879) to the cheek area with the needle supplied in package and a mid-dermis, serial puncture and depot technique. However, the patient had reported that the injection was on (B)(6) 2017. Two days later on (B)(6) 2017, the patient began noticing what she reported as her face was destroyed; she had 1 lump (implant site mass) on the left and right cheeks, black and blue (implant site bruising) marks on the cheeks and draining (implant site discharge) and denting of the left side lump. The right side lump remained hard (implant site induration) and had redness (implant site erythema) up to the tear duct. The patient reported developing a bacterial infection (implant site infection). The patient was seen by a dermatologist and placed on ciprofloxacin and biaxin [clarithromycin] start dates and doses were unknown. She was then seen at a hospital and diagnosed with cellulitis (implant site cellulitis) and placed on keflex [cefalexin] 400 mg for 5 days. She was then seen by a plastic surgeon and placed on bactrim [sulfamethoxazole/trimethoprim] 800 mg bid. She reported that the events were ongoing. On (B)(6) 2017, the nurse practitioner reported the patient returned with symptoms and signs of infection; started on cipro [ciprofloxacin] 500 mg bid and symptoms were not improving. Added biaxin 500 mg bid. The symptoms were mostly on the left cheek but started on the right cheek approximately 8-10 days later. On (B)(6) 2017, the injector added biaxin [clarithromycin] 500 mg twice a day with the patient having symptoms mostly on left cheek and then progressed to the right cheek 8 to 10 days later. After (B)(6) 2017, the following information was provided by the patient by either email or texts to the injector. The injector had not seen this patient after this date. The patient was currently being seen by a plastic surgeon for care. Any information provided after (B)(6) 2017 was via email/texts/phone calls with the patient. The events the np reported included: severe redness, tenderness (implant site pain), swelling and infection in both cheeks. On (B)(6) 2017, the patient went to the emergency room (ER) and an u/s (ultrasound) was done with no results reported. The ER changed her to keflex on (B)(6) 2017. She was referred to a plastic surgeon and was still not improving and changed to bactrim with keflex on (B)(6) 2017. She was followed two times a week for drainage and guidance. Both sides of cheeks went through the same process, swelling/swollen (implant site swelling), redness then drainage. This repeated in adjacent areas. On (B)(6) 2017 the injector stated an unspecified physician added bactrim [sulfamethoxazole and trimethoprim] with keflex. During the week of (B)(6) 2017 the injector stated the patient had injections of hyaluronidase [hyaluronidase] into the right cheek and when areas seemed to get better, more redness and swelling occurred and then it needed drainage again. On (B)(6) 2017, the patient reported that she does not feel good (malaise). On (B)(6) 2017, the patient stated she had a new set of cultures with lab work completed which included a test for mucormycosis and awaiting the results. On (B)(6) 2017, the patient stated that she lost her job, was depressed (depression) and does not want to leave the house with big blisters (implant site blisters) on skin, holes with black skin (skin discoloration) and dead skin (implant site necrosis), draining pus (purulent discharge) and stated she may possibly need surgery. On (B)(6) 2017, the patient reported her skin had severe black scars (implant site scar) and dead skin from the infection. Outcome at the time of the report: infection, swollen, tenderness, lumps, draining, black, blue and bruised, redness, hard lump, cellulitis, blisters, holes with black skin, does not feel good, dead skin, scars and depressed were not recovered/not resolved.